Manufacturer narrative:
Event date: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis a definitive cause cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that the suture of the proglide device came out of the housing before reaching the deployments steps. Hemostasis was achieved with a new proglide device. No specific case details were provided as this was a general comment complaint. No additional information was provided.